Manufacturer narrative:
A ge service rep performed an on site investigation. There was a pin in the connector found bent. The connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the hand controller on the apix table would not work. There was no pt involved and no injury reported.